Event description:
The mother reported water got inside the reservoir compartment and underneath the screen after the customer went into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly.